Manufacturer narrative:
Device evaluation summary: one cadd solis pump was returned for analysis in used condition. The visual inspection of the pump identified that the pump was in good physical condition with broken battery compartment. The pump's latch lock optic switch was inoperable a cassette was attached to the pump and the pump immediately alarmed for "cassette not attached". The customer stated issue was able to be duplicated. The problem source was identified as faulty optic switch.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump emitted for "cassette not attached". No adverse effects were reported.